Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
The following was reported: " intermittent light turning on and off" no negative impact in state of health reported.